Event description:
During a ventricular tachycardia procedure, when the sheath was inserted into the left atrium and the dilator was removed before catheter insertion, blood leaked from the hemostasis valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Corrected information: g3, h2, h6. A follow up final is being submitted as the c code was updated to mechanical problem identified c07 : stress problem identified c0706 : fracture problem c070603 with internal clarifying code ep - torn/ripped component c070603-061.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. An event of a leak was reported. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.